Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the patient experienced atrial fibrillation and intermittent right atrial lead undersensing was noted. Programming changes were made. No further information was provided.